Event description:
It was reported that during a recanalisation treatment procedure, a guide wire tip fracture occurred. The physician was treating a 95% stenosed lesion located in the non-tortuous and non-calcified left internal iliac artery. In an attempt to pass the stenosis with this 300cm pt2 guide wire, approximately 2.5cm of the guide wire tip broke off in the external iliac. The tip did not embolize and was successfully snared out from that location. The guide wire was withdrawn from the patient, and the procedure was completed with another pt2 guide wire. There were no further reported patient complications. The patient status is listed as "stable".

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).